Manufacturer narrative:
(B)(6)

Event description:
It was reported that the spectra penile prosthesis was removed due to infection. There were no further patient complications reported as a result of this event and the patient was "fine" following the surgery.